Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The patient's blood glucose level was 450 mg/dl at 7:00 a.m. On an unknown meter. The type of treatment given to the patient at the hospital was unknown. The patient was in the hospital for 36 hours. The infusion device was requested to be returned for product evaluation.